Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 398 mg/dl and current blood glucose was 140 mg/dl. The customer did not provide details regarding symptoms. The customer was treated with insulin drip. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the delivery accuracy test at 0.08735 inches. Device received with cracked case at the display window corners and battery tube threads. Device received with minor scratched display window and case. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.